Event description:
Medtronic legal received information from the attorney of the family on october 09, 2024. The reporter alleges that using medtronic minimed 600 series insulin pump with a defect caused the claimant to suffer hyperglycemia resulting in emergency medical treatment and hospitalization. It was reported that the customer had a severe hypoglycemic event. The customer was taken to the emergency department and then hospitalized. It was also stated that the medtronic device was not directly involved in any of the alleged incidents. Troubleshooting was not performed. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.